Event description:
Pt reported the insulin delivery of the infusion device has been too low since (B)(6) 2011. Blood glucose elevated above 500 mg/dl on (B)(6) 2011 at 9:05 a.m. Pt delivered insulin via syringe and was able to control blood glucose by herself, and she saw her diet counselor on (B)(6) 2011. Infusion needle and tube are changed every 3 days, and pt was referred to the user guide. Normal fasting blood glucose is 80-140 mg/dl and postprandial blood glucose is 180 mg/dl. Infusion device was not exposed to electromagnetic fields or water. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.